Event description:
Facility called stating that the solara3g manual wheelchair that was drop shipped to them allegedly has warped tires. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), called stating that the tire on a replacement solara3g manual wheelchair is allegedly warped. The product was shipped directly to the hospital. The warped tire may have been caused by excessive heat and how the chair is strapped to the pallet during shipping. The wheel is being returned to invacare for an inspection. Replacement wheels are being issued to the hospital. No injury alleged.